Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received software error detected. Customer¿s blood glucose level was 270 mg/dl at the time of incident. Customer was able to successfully clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer stated that the insulin pump passed the self test. Customer troubleshooting was performed. Customer's outcome pertaining to the complaint. Customer stated that the error occurred again and the insulin pump went blank. The insulin pump will not be returned for analysis.